Manufacturer narrative:
Received additional information on 09jan14 stating that the patient was on dual anti-platelet therapy. Also, the entire neck of the aneurysm was covered by the pipeline. Side branches originating from the aneurysm were covered by the pipeline. No further work will be done on the stretched pipeline as the elasticity of the pipeline may cause it to foreshorten over time.(B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (4.00mm x 16mm) could not be released from the capture coil despite three clockwise turns and a slight advance of the delivery wire. The marksman catheter was advanced through the open pipeline in an attempt to release the pipeline from the capture coil, but without success. The navien catheter was then advanced inside the pipeline for additional support and the marksman catheter and wire were pushed up together. The pipeline released from the capture coil after 20 minutes of manipulation, but it had stretched for approximately 10mm at its distal end. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).